Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ r87 gravity infusion set w/ precision regulator was not regulating the flow of fluids when adjusting the counter. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the bd¿ r87 gravity infusion set w/ precision regulator was not regulating the flow of fluids when adjusting the counter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Additional information: lot number has been identified. Information for the reported device is as follows. Medical device lot#: 1008464, medical device expiration date: 05/15/2021, device manufacture date: 05/15/2018. Investigation summary: a device history report was conducted for lot number: 1008464, no related abnormalities were found during the manufacturing process. This lot was manufactured on 05/15/2018, and this is the only instance of this failure mode occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Although a sample could not be obtained for evaluation and testing, an issue in the molding process was identified by our facility after the release of this device. Bd is looking into the manufacturing process changes to eliminate the reoccurrence of this event. Probable root cause of this is molding issue with a component where the molds lamellea of the core was damaged.